Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: access site pain, thrombus. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, one week after, pain developed at the access site in the right leg. An angiogram detected thrombus from the external iliac artery to the femoral artery. An arterectomy was performed and good blood flow was restored with palpable pulses. In addition, the angiogram found that the starclose clip was deployed in the intended location and the back wall of the vessel was not punctured. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.